Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed "no delivery". Customer's blood glucose was 469 mg/dl, which was treated with manual injections. Troubleshooting performed for no delivery alarm and customer declined troubleshooting for high blood glucose level. Customer was advised to verify the reservoir and infusion set were connected correctly. Customer verified that insulin did exit tubing while manually pushing the plunger in the reservoir. Customer verified that the device did not alarm "no delivery" during a manual prime. Customer was advised the device is functioning how it is designed. No further information reported.